Event description:
The consumer allegedly received 47 stitches in her breast, due to the chair.

Manufacturer narrative:
Manufacturer contacted user. User stated she was getting ready to take a shower and threw a towel at the chair. The towel inadvertently hit the joystick, activated the chair and allegedly injuring the user. User reports they have healed. Chair remains in use. Manufacturer views the incident as a user error.